Manufacturer narrative:
Citation: ruge et al. Propensity matched analysis of vascular complications using integrated or expandable sheaths for tavr. Catheter cardiovasc interv. E-published: 2022 jan 23. Doi: 10.1002/ccd.30088. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding analysis of vascular complications using integrated or expandable sheaths for transcatheter aortic valve replacement (tavr). All data were prospectively collected from a single german medical center. Two ma nufacturer¿s transcatheter valves and relative delivery catheter systems (dcs) were utilized in the study. The patient population initially included 756 patients and was then reduced to 550 patients for propensity matched comparison between manufacturer¿s products. Within the larger patient population, enveo pro dcs (unique device identifiers not provided) were used with 347 patients (predominantly female, mean age 79.3 years). Amongst all patients four in-hospital deaths occurred; three of these four deaths occurred with patients in which the medtronic enveo dcs was used. No further details were provided on these deaths. Based on the availableinformation medtronic product was not directly associated with the death(s). Among all medtronic enveo dcs patients, adverse events included: major vascular complication, bleeding event, vessel stenosis, vessel occlusion, vessel dissection, and pseudoaneurysm. Catheter-based or surgical intervention was required to address some of these clinical observations. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.